Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues were reported in association with the patient¿s outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. No specific device-related issues were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient wished to stop treatment considering older age and slow progression decline in autonomy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care at the family and patient request. The death was not device or therapy related.